Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies. It was noted that the set screw was damaged.

Event description:
It was reported that during the implant attempt the ventricular lead could not be connected to the device. A torque wrench was unable to engage the screw hole. A different torque wrench was applied but it also did not engage. It was determined that the connector block did not have the set screw. It was also determined that the grommet was damaged. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.